Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion sets fell off during use events on (B)(6) 2024. Infusion set was in use for about 1 day for both events. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 2.